Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-70 serial: (B)(4) description: linear 3-6 lead, 70cm model: sc-3138-25 serial: (B)(4) description:scs phiii ext 25cm explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant due to infection at pocket site. The symptoms were pain and redness at pocket site. The physician believes the infection was not related to the device. The patient was given oral antibiotics and is reportedly doing well.